Event description:
It was reported ever since the implantable neurostimulator was changed in 2012 the patient had continuous pain down her right leg and back and was debilitating. It was stated every time the patient tried to walk she cried and was ¿sick of this.¿ it was stated the patient was ¿very unhappy with the device that she had in her body,¿ but physician was ¿not willing to take it out just cause there¿s no lead wires¿ and ¿it all looks the same as when the physician put it in there.¿ it was noted the patient ¿never had pain on her right side and was continuously can¿t walk, crying.¿ it was further reported the patient was told ¿the stimulator in her stomach was bending over.¿ it was further stated the patient wanted the device out.

Manufacturer narrative:
Concomitant products: product ID: 37752,# serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).